Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current electrograms (egm) which caused the device to pace the atrium once, inappropriately. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.